Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead showed "abnormalities on the cavity coil image." The lead remains in use and al l lead measurements were within normal range. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that after lead implantation, the surgeon observed a gap at the lower end of the upper cavity coil of the lead, but because all lead parameters tested within range the lead was left in use.